Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument was returned for failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint as the instrument was recognized by the test system and successfully passed all functional tests. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have a damaged conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no fragment fell inside the patient. There was no images or video of the procedure and patient demographic information was not provided. The customer was not able to provide any other additional information about the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation.